Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date june 2025.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Later healthcare professional reported "capsular contracture was a baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture was a baker grade iii". This record is for the right side. Device was explanted and replaced. Device was discarded.